Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer experienced high blood glucose level of 521 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 521 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Customer's spouse also reported that the insulin pump alarmed no delivery and motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis